Event description:
A malfunction was reported on the pump by the caller with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred.